Event description:
Hcp reported the patient had problems with headache, itching, nausea, unsteadiness, and cerebro spinal fluid leakage. An exploration of the pump site indentified a leak. The catheter was reattached to the pump. The patient recovered without sequela.